Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 312 mg/dl with confusion and symptoms of dehydration associated with an occlusion issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the occlusion sensitivity was programmed to low and the bolus delivery speed was set to slow. It was reported that the occlusion issue has occurred multiple times despite changing the infusion set/cartridges. This complaint is being reported because the patient allegedly experienced hyperglycemia due to an occlusion issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.